Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed that about four month prior, the right atrial lead position check failed, consequently disabling atrial tachycardia/atrial fibrillation (at/af) therapies. The lead remains in use. No patient complications have been reported as a result of this event.